Event description:
An affiliate reported that the 'light blue connection' on a transfer set was cracked. No pt injury or medical intervention was reported.

Manufacturer narrative:
A batch review was performed, and no issues were noted. The sample was not unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.